Manufacturer narrative:
An impl tapered sp 4.8mm 12m m octagon (spwb12) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information using the item #/ item # and lot # (DHR/IFU/rmf). A picture was provided showing the implant in place with a visible fracture. No pre-existing conditions were noted on the per. The reported device was located on an unreported tooth # and was used for an unknown, but likely extended period of time, based on the product's manufacturing and expiration dates. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review was completed for the subject lot number (0513866). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 0513866) for similar event and no other complaint was identified. October post market trending was reviewed and there were no negative trends or corrective actions for the reported event (peri-implantitis) or device (spwb12). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report d4: unique identifier (UDI) number d4: expiration date g4: date received by manufacturer g7: checked "follow-up" h2: checked follow-up type h4: manufacturer date h6: entered evaluation codes h10: added manufacturer narrative. Device was discarded

Event description:
Additional information received confirmed fractured implant was removed and discarded.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided, patient weight: not provided, event date: not provided. Initial reporter email address, fax number: not provided. Remains implanted.

Event description:
It was reported an implant (spmb10) fractured. Implant is expected to be removed.